Event description:
It was reported that the patient underwent a revision surgery at levels c4-c7 due to pain and subsidence of a prodisc-c implant at c4. On (B)(6) 2008, the patient received a total disc replacement with prodisc-c at three levels, c4-c7. At some unknown point in time, the patient developed neck pain and radicular symptoms. A lateral x-ray and sagittal CT image were taken on unknown dates. A different surgeon assessed that the patient had some significant collapse and subsidence of the prodisc-c device into the c4 cranial vertebral body. The surgeon stated that he thought the patient¿s cervical spine was not very well balanced prior to the prodisc-c implant surgery. The surgeon elected to perform a c3-c7 posterior cervical spine fusion with synthes synapse. The three prodisc-c implants remain implanted. Reportedly, the procedure was successfully completed. Per medical director on (B)(6) 2014: "both images indicate three prodisc-c artificial discs implanted from c4 to c7, specifically at c4/5, c5/6 and c6/7 levels. The keel of c4 superior plate almost reached c3/4 intervertebral disc space, only a small portion of the c4 vertebral body left. The c4 vertebra body together with the artificial disc translated backward slightly compare to other vertebrae. The c5/6 artificial disc has narrower interval (between two artificial endplates) compare to c4/5 and c6/7. However, without knowing the date of the images and without comparing the images prior and right after the surgery, it¿s difficult to tell if this is a post-operative subsidence because its not know how much c4 vertebral body was removed during the surgery." This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of lot #5771022 shows that the parts were processed within specifications. The device manufacturing date is 04/30/2008 and the device expiration date is 10/31/2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received by medical director on 10/6/14: the superior endplate, inferior endplate and the inlay marker of prodisc-l artificial disc appear in good position from (B)(6) 2014. The pars of l5 appear intact from the images taken in this period of time which would need CT to confirm that. The superior endplate together with l5 vertebral body has very slight anterolisthesis on the images taken on (B)(6) 2014. Possible radiolucency in the pars area cannot be excluded. The inlay marker is in good position against inferior artificial endplate on these images. The l5 anterolisthesis becomes more obvious in the images taken on (B)(6). It's about I to ii degree. The inlay migrates anteriorly with the marker flash with the superior endplate. The radiolucent in the pars area is more obvious than that in the prior x-rays.

Manufacturer narrative:
Device was used for treatment, not diagnosis.removing as this information was reported in error.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.